Manufacturer narrative:
(B)(4).

Event description:
An admiral xtreme pta balloon catheter was used to treat a lesion in the right distal sfa and popliteal 1 segment. Approximately 6 months later the patient suffered from occlusion/thrombus of the treated lesion. Event was treated with a pta balloon and thrombolysis. Event is resolved.

Manufacturer narrative:
The occlusion/thrombus event was treated with non-medtronic deb and thrombolysis only, not pta as previously reported.